Event description:
It was reported that the pt's chronic hemodialysis catheter in the right thigh came apart at home and became dislodged causing her to bleed to death.

Manufacturer narrative:
An investigation has been initiated. We are currently attempting to obtain the device for eval and add'l info. When our investigation is complete, a final report will be submitted.